Event description:
It was reported that button on pump case was broken and crack by charging port had developed, which customer temporarily covered with tape. There was no reported impact to the customer¿s blood glucose level. Customer declined further troubleshooting, and no additional information was received regarding the outcome of the event.